Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgery due erosion. All components were removed approximately a year ago and now a new device was implanted. No patient complications were reported in relation to this event.